Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The peritonitis was manifested by abdominal pain, nausea, diarrhea and vomiting. The cause of peritonitis was unknown. On the same day as onset, the pt was hospitalized for the event. Treatment was not reported. Twenty three days later, the pt was discharged from the hospital. At the time of this report, the pt was recovering from the event. Additional information was requested but is not available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). If similar reports have been received, baxter will continue to monitor to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). On an unreported date, the patient was treated with unspecified antibiotics while hospitalized for peritonitis. The patient recovered from the peritonitis (previously recovering). A review of all batch record documents was performed for potentially associated lot numbers h13l03096 and h13k05077 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.